Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement had been increasing for several months and at the current device interrogation it measured greater than 2500 ohms. The rv lead threshold measurement had also risen to 4.5 volts at 0.5 ms. During the revision procedure, the rv lead was surgically abandoned and the pacemaker was electively explanted. A new lead was successfully implanted. No adverse patient effects were reported and the investigation is complete.